Event description:
After deployment of stent in the left external iliac, which wasn't predilated, the deployment system wouldn't come out. While trying to pull out the device, it got caught on the stent struts and pulled the stent struts back 20mm proximately. A wire and a balloon were used to balloon open the stent which released the delivery system. Angiogram pictures showed a ruptured iliac vessel. A covered stent was used to repair.